Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure it was noted that there was high frequency noise on the right atrial lead. No intrinsic beat was noted because of the noise. The lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies on lead body. Electrical tests did not find discontinuities or shorts on any conduction paths. Hi-pot tests passed between conductors.